Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: excision biopsy cervical node incident description: first time meeting [physician] who is an ent surgeon. Agreed to try an alexis for his excision biopsy of cervical node. In serviced on how to use before the procedure and showed him and his registrar a video of the alexis being used in a thyroidectomy. After making his incision and skin flap he tried to place the xs akexis but it was too large. I opened a sterile xxs which fit in the skin flap. When rolling the alexis down [physician] and [his registrar] held the outer ring either side and rolled downwards. The sheath became twisted as they rolled down so they were unable to get the circumfriental retraction. They tried to correct the twist but it didn't work so they removed the alexis by bulling the string through the middle. When the alexis was passed to the scrub nurse I noticed it had torn where the sheath was twisted over the outer ring. Mentioned to the surgeon about the rip and he was aware of the rip and thinks he may have caused it when rolling the sheath down . Patient status: did a patient injury or illness occur associated with the complaint event? No. Type of intervention: ni.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a torn sheath. Engineering observed that the tear exhibited stress marks. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the user during deployment of the device. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.